Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open box from the lot number provided in the report. The label matches the product returned. Photos were provided. One of the photos provided shows the distal end of the device with the basket advanced. One wire has broken at the proximal end of the basket. The other photo shows the proximal end of the catheter where the catheter has buckled. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket advanced. The basket had a broken wire detached at the proximal end of the wire and remaining attached at the distal tip of the basket. The basket was able to be fully advanced and retracted with the detached wire remaining outside of the catheter with some resistance. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point, but there was no evidence of the wire being damaged by the buff process. A yellow substance was present on the proximal basket wires and a brown substance was on the handle. The proximal catheter has buckled from the distal end of the handle to 1.9 cm distal from the handle. Slight twisting of the tubing was noted. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production and manufacturing engineering on 06/15/2023. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the products said to be involved confirmed the report. The root cause of the broken basket wire was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the photos provided confirmed the report. One of photos provided shows the distal end of the device with the basket advanced. One wire has broken at the proximal end of the basket. The other photo shows the proximal end of the catheter where the catheter has buckled. The catheter buckling is indicative of force applied to the basket perhaps in an attempt to manually crush a stone. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) stone removal, the physician used a cook memory hard wire basket. It was reported that one basket wire was discovered broken during first attempt of stone removal. The physician changed to another of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.